Event description:
It was reported the device was used during a laparoscopy and operative pelviscopy. It was reported the tsw35 was fired one time by the surgeon. The device was reloaded and the surgeon attempted to fire the device again but it locked out and would not fire. A new tsw35 was pulled and this device would not fire on the first attempt. A third tsw35 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55724. Device-b. D6: device returned with no lot ID. Endopath ets: no conclusion could be reached based on the analysis results as to why the instruments reportedly "would not fire" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within design spec. The instruments were disassembled to examine the internal components and no deformations could be identified. The instruments were fully functional and conforming to design specs. While co was unable to re-create the event, co has documented the circumstances as they were reported to co. In addition, the appropriate engineering personnel have been notified of this incident.